Event description:
The MFR's rep reported a possible rotor staff after an implant duration of less than one year. A roller test was done that showed the roller not to be moving. A follow up report will be sent when additional info is received.